Event description:
The MFR medtronics -minimed- of insulin infusion pumps and pump supplies is aware of a MDR and is not taking action. The co is not informaing health care providers nor pts of the situation, but is now recognizing this adverse condition. Reporter began communication concerning this problem with medtronics within two weeks of receipt of their first minumed pump -a 512- early in 2003. This is a twofold issue that impacts approx 25% of minimeds insulin pump users. First - the problem occurs with their infusion sets. Note: the soft sets are more prone to the problem, but this also occurs with the "polyfin" infusion sets -catheters-. The problem - these sets are prone to developing partial occlusions, therefore the pt receives only a percentage of programmed insulin. Problem - hyperglycemia requiring add'l remediation by the pt and/or physician. Long term effects negative health consequences. Second problem; their pumps only recongnize and alarm for a 5 unit total occlusion pressure build up. So if one receives only 50% of 1 basal unit/hour it will take numerous hours before the sensor alarms. In the meanwhile the pt blood sugar increases. Pt has discussed this issue numerous times with minidmed clinical tech services, quality assurance personnel, and at least a few mid to upper managerment personnel. Pt has indicated the seriousness of the problem and its negative impact to pts. Pt has on numerous occasions suggested this is an MDR and if they did not remedy the situation and at least notify health care providers -physicians- of the problem pt would contact the FDA. Until now they have ignored this advice and are still not alerting pts nor health care providers. Pt implore's the agency to investigate this situation as this is a real health care issue to diabetic pts.